Event description:
"The customer reported to olympus that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) surgical procedure, water damage was found during use of the evis exera ii duodenovideoscope. The endoscope was inspected prior to use and the customer reported that water was inside the cap designed to protect the scope from water. The device was working when initial plugged in, however, the procedure was aborted due to the lack of visibility with the endoscope. No information was provided if the patient was under anesthesia and if the procedure was extended due to the event. The patient outcome is unknown. This complaint requires two reports: (B)(6): tjf-q180v. (B)(6): mh-553. This medwatch report is for patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Updated b5 to reflect additional information received.

Event description:
Olympus further received information that the image was lost after the procedure was commenced. The patient sustained no injuries and ended up having the procedure in a different hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the device was not returned for an evaluation, the reported event could not be confirmed. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.